Manufacturer narrative:
No relevant manufacturing issues were identified as all units met specifications. The blocker was able to hold down a test rod in a test screw. The plausible root causes of the reported event is overloading combined with under tightening of the blocker.

Event description:
It is reported that rods slipped out of a construct requiring revision surgery.

Event description:
It is reported that rods slipped out of a construct requiring revision surgery.